Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.   Catalog numbers and lot codes of other devices listed in this report: 702-04-58f, tridentii tritanium cluster58f, lot 72512001a. Delta v-40 ceramic head 36/0, lot 81546802. Size 6 accolade ii 127 deg, lot 78626903. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patients right poly and head were swapped due to infection. Initial implant date was (B)(6) 2020".